Event description:
Boston scientific received information that during the pre-discharge check, the right ventricular (rv) lead impedance measurements were greater than 3000 ohms. As the physician suspected a lead dislodgement, a revision procedure was scheduled. During the revision procedure, both leads were measured through the device. The right atrial (ra) lead measurements were appropriate; however, the rv lead still indicated greater than 3000 ohms impedance measurements, slightly decreased sensing, and the shock impedance measurement had decreased from 50 to 40 ohms. The rv lead was disconnected from the device and attached to the pacing system analyzer (psa) for further testing. Measurements through the psa were appropriate and comparable to the implantation values. Therefore, the device was suspected to be the cause of the clinical observations, especially the is-1 set screw. As a result, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.